Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. Access was obtained via the femoral artery. The 85% stenosed, 2.5x20mm target lesion was located in the severely calcified, moderately tortuous left anterior descending artery (lad). The lesion was predilated with a 1.5x15mm balloon and then the 2.5x16mm taxus liberte stent was advanced to the lad; however, the device was unable to cross the lesion. The device was removed from the patient and the physician attempted to cross the lesion with a 2.5x8mm taxus liberte stent but this device was also unable to cross the lesion. The procedure was ended at this point and the physician recommended a rotational atherectomy procedure at a different hospital. No patient complications were reported and the patient's condition is stable. However, returned product analysis revealed a shaft break.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR.?: a visual and microscopic examination identified a kink in the midshaft 30mm proximal to the port. There was a break in the hypotube 220mm distal to the catheter strain relief. There were also kinks identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The tip, balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).